Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was advanced to the mitral valve, the leaflets were grasped without issue and the clip was implanted in a2/p2. To further reduce mr, a second clip was advanced. Imaging was challenging due to shadowing of the first clip. The leaflets were grasped without issue on the lateral side of a2/p2. However, as soon as the clip was closed, mr returned to 4+, a leaflet tear was suspected. An attempt was made to reposition the clip; however, grasping was difficult due to the anatomy and the leaflet would not stay captured. The clip was not implanted and was removed. Mr remained at 4+. The patient wa doing fine. The patient will be evaluated for surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a product issue. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedures. Based on the information reviewed, the cause for positioning failure- leaflet grasping and leaflet capture issues appear to be due to a combination of challenging patient anatomy and procedural conditions. The tissue damage was likely a result of procedural conditions associated with grasping. There is no indication of a product issue with respect to manufacture, design or labeling.